Event description:
Swelling of the knee [joint swelling]. Case description: a spontaneous report was received on 02-jul-2010 from a company physician regarding a female pt (name and age not provided), who experienced swelling of knee after starting synvisc. The pt received an unk number of synvisc injections on unk dates. The physician reported that the pt developed swelling of the knee after receiving the synvisc and was treated with a steroid injection. On 06-jul-2010, a second report regarding the same event was received from a different company physician. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of drug x is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.